Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigma procedure, did not fire completely, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.